Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited multiple pause episodes, full storage memory, and was unable to be upgraded due to low battery. Programming changes were discussed. No interventions were made at this time. There were no reported patient symptoms.